Event description:
It was reported that (1) device was about to be used during an unknown procedure. It was reported by the rep that the 512sd instrument arming button would not stay engaged. Another instrument was used to complete the case. There was no consequence to the pt.